Manufacturer narrative:
E1: patient city:(B)(6), patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on 22-jan-2025 where cannula was not correct. The blood glucose level of the patient was over 600 mg/dl and patient was hospitalized on (B)(6) 2025. The blood glucose level of the patient when admitted to hospital was over 500 mg/dl. The symptoms of the patient at the time of hospitalization were confusion, shortness of breath, slurring of words, nausea, diabetic ketoacidosis. The patient was hospitalized for greater than twenty-four hours. During hospitalisation, the patient was treated with shots. Currently, the blood glucose level of the patient was 189 mg/dl. No further information available.